Event description:
The customer called and reported the buttons on the insulin pump stopped working and customer was unable to clear the screen. Customer removed the battery and placed it back in the insulin pump, and the screen was frozen. Customer's blood glucose was not known. During troubleshooting, customer did not have a new battery and disconnected the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.